Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's battery cap was broken and buttons were unresponsive. Insulin pump's screen was scratched. Customer stated that back light was dimmed over time. Insulin pump had insulin flow block error. No harm requiring medical intervention was reported. Troubleshooting was performed successfully; customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the pumps screen, back light anomaly, battery cap cracked/damaged, failed batt test, insulin flow block alarm, and keypad unresponsive error alarm found on 15-feb-2022. Pump passed the functional tests, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. However failed sleep current measurement. No delivery alarm was not found during testing. No delivery alarm was not found in the history files or traces on event date 15-feb-2022. Unit received with failed battery alarm and had high sleep current. Adjusted back light and no back light anomalies noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep current measurement passed. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces on event date of 15-feb-2022. Pump passed the keypad voltage test. The following were noted during visual inspection: cosmetic damage was confirmed at the pumps screen. Back light anomaly not confirmed. No delivery alarm was not confirmed during testing. Failed battery alarm not confirmed during testing, problem isolated to pcba 1. Unable to verify battery cap cracked/damage due to missing battery cap, unit was tested with test battery cap. Stuck button alarm did not occur during testing and was not found in the history file. Keypad unresponsive error alarm not confirmed. Unexpected battery power loss confirmed during testing, isolated to pcb 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.